Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse found the plastic component broken on a bd q-syte luer access split-septum stand-alone device when connecting with the infusion set. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Visual analysis: observations and testing: received one used q-syte unit separated into 2 portions. Visual/microscopic examination: the q-syte unit was molded using 16 cavity mold. The unit was heavily soiled with medicinal and patient residuals. The slit of the septum top disk revealed damage (tear). Observed the q-syte top body was separated from the q-syte bottom body at the weld joint. Observed there was weld flash at the weld joint which was acceptable per qcpa-13. Breakage and stress marks were visible on both the top and bottom bodies (polycarbonate). Investigation conclusion: the q-syte unit¿s top and bottom bodies were separated at the weld joint and the polycarbonate was damage-broke. Root cause: relationship of device to the reported incident: indetermined. A definite source that caused the q-syte separation between the top and bottom bodies and the breakage observed could not be established based on the evaluation of the used unit. The damage appears to be caused by external forces applied to the unit during usage.